Manufacturer narrative:
Device received with a critical error due to corroded electronic assembly. The motor assy was found corroded. No broken force sensor alarm found in the formatted history file. Device received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a critical insulin pump error. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.